Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported having strange feelings and sometimes breaking out in a sweat while using the device. The patient was re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the active electrode migrated partially out of cochlea, which was confirmed by diagnostic imaging. During revision surgery, the electrode slipped out of cochlea and few contacts sheared off, therefore the patient was re-implanted with a new device. The damages found during device investigation are related to explantation surgery.the investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported having strange feelings and sometimes breaking out in a sweat when channel 12 was stimulated. The channel was deactivated, but the sensations returned. The electrode array was reportedly fully inserted during the implantation. Imaging showed that 4-5 electrode channels had moved outside of the cochlea. In situ measurements were indicative of a functional device. Patient underwent a revision surgery, during which the electrode slipped further out of the cochlea. Some electrodes sheared off. Therefore the patient was re-implanted with a new device.